Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The customer aspirates water through the instrument/suction channels and flushes out the air/water channel, auxiliary channels and forceps elevator wire channel. The customer did not use detergent for pre-cleaning. The manual cleaning detergent used was intercept. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder, instrument channel port and distal end/areas around the elevator using a disposable cleaning brush - cb18-t50110/23. The scope was not manually disinfected. The endoscope was stored by placing it horizontally in baskets. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The channels of the scope were cultured and there was no detection of microorganism. The obtained results were in conformance with the requirements. The returned device was evaluated. There were few findings. Due to a dent on switch one (1), water tightness was lost. Due to wear of flexibility adjustment ring, flexibility adjustment function does not work. Switch one (1) had a pinhole. The distal end cover had a scratch. Light guide lens had a crack. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during an annual culture control of the scope. The hygiene microbiological investigation report from the customer indicated, the suction duct tested positive for one (1) colony forming units (cfu) per 100 milliliter (ml) of pseudomonas aeruginosa and six (6) cfus/100ml of stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.